Event description:
It was reported that while stimulation was turned on there was no stimulation sensation. This started 4-5 days prior, "out of the blue." The pt had gone through all programs and increased to highest and felt nothing. An amplitude around 2.0 v was typically used. No falls or trauma were reported. The pt was at home with status undetermined. Additional info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).